Manufacturer narrative:
Ths spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. B04948, c80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included insomnia, migraine and benign neoplasm of brain. Previously administered products included for birth control: birth control pill; for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included depressive disorder and gastroesophageal reflux disease. Concomitant products included amlodipine, omeprazole, vicodin (hydrocodone w/acetaminophen) and zolpidem. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices) and surgery (underwent endometrial ablation (novasure)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic pain, menstrual disorder, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage and abdominal pain lower had resolved, the dysmenorrhoea had not resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: migraines and headaches. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. B04948, c80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included insomnia, migraine and benign neoplasm of brain. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included depressive disorder and gastroesophageal reflux disease. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices) and surgery (underwent endometrial ablation (novasure)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic pain, menstrual disorder, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - menorrhagia, dysmenorrhea,dysmenorrhea." Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics updated historical drug, historical condition and concomitant disease added. Essure start date, indication and stop updated and lot number added. New events abnormal bleeding (vaginal), pain, lower abdominal pain and she didn¿t undergo an essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. B04948, c80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". The patient's past medical history included insomnia, migraine and benign neoplasm of brain. Previously administered products included for birth control: birth control pill; for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included depressive disorder and gastroesophageal reflux disease. Concomitant products included amlodipine, omeprazole, vicodin (hydrocodone w/acetaminophen) and zolpidem. In september 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices) and surgery (underwent endometrial ablation (novasure)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic pain, menstrual disorder, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage and abdominal pain lower had resolved, the dysmenorrhoea had not resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - menorrhagia, dysmenorrhea. Lot number: b04948: manufacture date: feb-2013 expiration date: 29-feb-2016. Lot number: c80063: manufacture date: jul-2014 expiration date: 31-jul-2017 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.